Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned to mmdg, no investigation could be completed. Mmdg was unable to confirm if the pump did fail to deliver or not. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump is under delivering and not alarming. They stated that they set up the patients feeding at 50 ml an hour rate, and a dose of infinity, and that after 24 hours, there was still 700 ml left in the bag. They stated that this resulted in a 14 hour delay of therapy. Mmdg followed up with the initial reporter who stated that no adverse effect to the patient was reported. No other information was provided. (B)(4).